Manufacturer narrative:
Medwatch report mw5100878. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump, when administering one of two chemotherapy drugs as a secondary infusion, took longer to infuse than ordered. There were two pumps running at the same time so the pump could have been infusing paclitaxel (40ml/hr with a volume of 20ml) or 'abaxtim' (200ml/hr with a volume of 100ml). Additionally the nurse complained of air in line alarms when starting secondary chemotherapy infusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.